Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 130 cm from the distal end is a crack in the outer catheter. Approximately 133 cm from the distal end is a kink in the catheter. The balloon appears not to have been inflated. The balloon could not have been inflated wit the catheter in this condition. A visual examination of the cracked catheter determined that the edges of the catheter align and no part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the qual engineering risk assessment. Qual assur will continue to monitor for complaints trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscope procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The sheath of the balloon was broken. No section of the device detached inside the endoscope or pt. A new balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.